Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. Upon functional testing the engineer found that this was proactive alert of memory 3 fail at start up. Review of the logfile showed host pc malfunction. Malfunction can be confirmed, most likely cause is host pc memory 3. Fse reseated connection of pc to resolve the issue. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evalutation method code was corrected.

Event description:
It has been reported to philips that the host pc memory failed, which would prevent imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.